Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR. Investigation summary: complaint condition: it was reported that the patient underwent a revision surgery on (B)(6) 2018 due to a broken staple. On (B)(6) 2018, the surgeon noticed a broken staple two weeks after the patient began weight bearing. Us customer quality (cq) investigation workflow: broken. The device was not returned to depuy synthes. Investigation on the images provided was performed at the manufacturing site and is documented on this investigation record. Visual inspection: visual inspection of the device represented in the images revealed one broken elite s staple installed at the talonavicular joint. Based on visual inspection, the received condition agreed with the complaint condition - the complaint condition was confirmed. Dimensional inspection: dimensional inspection of device could not be conducted as the device was not returned. Document/specification review: device history record(s), including a material/hardness review, could not be reviewed since a lot number was not provided. A relevant drawing for the device was reviewed during the investigation (the drawing at the time of manufacture is current), elite s series implant production. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition of a broken staple was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is adequately addressed by the risk assessment. While no definitive root cause could be determined, it is possible that the staple experienced abnormal forces while implanted. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: brand name: corrected. Date rec¿d by MFR should have been reported as 9/7/2018 in mwr-06092018-0000190313. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown elite h implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is not known if the device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon used an elite h implant for a midfoot fusion procedure device was implanted at the talo-navicular (tn) joint. On unknown date post-operatively, it was noted that the legs of the implant had fractured. It is not known if the device was explanted. This report is for one (1) unknown elite h implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient initially had a subtalar talonavicular (tn) fusion procedure using an h staple at the talonavicular (tn) joint, a 7.3 headless muc compression screw (non-synthes) across the subtalar joint, and non-synthes medical 10-6 micronized dbm at each arthrodesis site on december 22, 2017. Implantation surgery was completed successfully. On (B)(6) 2018, the surgeon noticed a broken staple two weeks after the patient began weight bearing. In april, the patient started to have increasing pain. A computed tomography (CT) scan showed no fusion at the tn joint and minimal fusion at the subtalar joint. The h staple was confirmed to be an ideal position. On (B)(6) 2018, the surgeon implanted three elites across the tn joint, a 4.3 screw across the subtalar joint and a single 4 leg elite was added to the calcaneocuboid joint. The surgeon put bone marrow aspirate concentrate (bmac), depuy synthes vivigen and non-synthes augment at each fusion site. Following surgery, the patient was reportedly doing better. On an unknown date in (B)(6) 2018, one of the three elite h implants across the tn joint broke. Patient now has a bone stimulator. The surgeon suspects the patient may have some component of avascular necrosis of the navicular after the prior instrumentation/drill hole in 2009. The surgeon mentioned that if patient fails again, they will get at least a limited medial column fusion with the naviculo-cuneiform joint. Concomitant devices: elite bone staples (part: unknown, lot: unknown, quantity: 2). 4.3 screw (part: unknown, lot: unknown, quantity: 1). Single 4 leg elite (part: unknown, lot: unknown, quantity: 1). This report is for one (1) unknown elite h implant. This is report 1 of 1 for (B)(4). This complaint covers the event after the (B)(6) 2018 revision surgery. Related complaint (B)(4) covers the event after the initial implantation on (B)(6) 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event, relevant tests/laboratory data, other relevant history brand name. Catalog #, lot# and UDI# implant date, explant date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that during the revision surgery on (B)(6) 2018, h implant was removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Retracting lot number bel170852 reported in follow-up medwach mwr-(B)(4). Lot number is unknown for reported part # el-2020s2. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.